Event description:
Roche molecular system, inc. (Rms) in pleasanton, california received a report from the user facility that in 2003 the plexiglas cover on the cobas taqman analyzer slid closed from the open position striking the analyst who was using the analyzer. The analyst temporarily loss consciousness, was taken to the hospital and was released the following afternoon. The asst lab manager of the user facility notified the roche diagnostics affiliate of the event on the same day, in 2003. The cobas taqman analyzer is manufactured for rms at the roche instrument center (ric) located in rotkreuz, switzerland.